Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator would not open. A field service engineer arrived and found no remote manager/smart remote manager connected to the medstation. Unable to delete the missing smart remote manager (srm) due to medications still loaded. Re-created a smart remote manager, copied settings, and unloaded the ghost manager. Successfully deleted the srm from the medstation and cleared all hardware failures. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the smart remote manager was not detected on the bus, and the refrigerator would not open. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.